Manufacturer narrative:
Correction: d4: serial no. Correction: this report is a duplicate of manufacturer report number 1314492-2024-02904. All information can be found under manufacturer report number 1314492-2024-02904. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during air in line test in the biomed service department. There was no patient involvement. No additional information is available.